Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via lp-shunt about 2 months ago with setting 200 mmh2o. It was reported that the cerebrospinal fluid flow too much. The valve was replaced with celtas valve(82-8804). The patient was female. Csf protein: normal. There was no contamination of blood and debris into the cerebrospinal fluid. No further information available. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI -- (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 170mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming, leaks, occlusion and reflux. No issues were found. The siphon guard was tested and passed the test. The siphon guard was removed. The valve was then pressure tested and passed the test. Review of the device history records for the valve found that the valve conformed to specification when released to stock. Based on the results of the investigation, the failure could not be confirmed. The device functioned as intended. At present, we consider this complaint to be closed.